Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
As reported by the customer while in use on the patient, the 840 ventilator's compressor became inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as result of the event. The service engineer (se) inspected the ventilator and verified reported problem. The se replaced compressor inlet filter. The unit passed all testing and operates within the manufacturing specifications.